Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that the patient was implanted in (B)(6) 2015. It was stated that urinary catheterization could not be performed during the surgery due to the patient being afraid of pain, but the surgery was successful. After the surgery, the patient was urinating less. In september, it was noted that the effect was not better than the trial. Symptoms of micturition increased and abdominal pain was worse than preoperative. The current therapeutic schedule was to take pain medication, inject "creotoxin," and other therapy. It was noted that the device had been tested by a clinician programmer and the results were normal. Parameters were adjusted, but the effect was still not good. The patient reportedly thought it was a "quality issue" for the device. The hcp determined the reason was development of the illness. No further information was reported. A follow up report will be sent if additional information is received.